Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A friend/family member of a patient implanted with a neurostimulator (ins) for essential tremor and movement disorders reported they experienced shocking on the right side of the body while seeping the floor. The shocking was going down the patient¿s arms. The patient saw their physician the next day after seeing an elective replacement indicator (eri) screen, but the physician didn¿t mess with it. No further complications were reported.